Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the patients pain has shifted up more and was radiating up and the patient believes the cause may be the ins paddle lead. The patient reported where she was having pain she also felt a squeezing sensation. The patient stated x-rays were scheduled to determine the cause. The patient stated that the hcp had done a lead revision surgery to move the lead, and after that the pain started to move and had gotten worse over time. The patient has an appointment with her healthcare provider (hcp) and would like a manufacturer's representative (rep) to be there. Patient was implanted for non-malignant pain and chronic low back pain.